Event description:
While placing one of the distal screws the 1 mm drill bit broke off in the soft tissues. This is unable to easily grab from within the metatarsal without causing significant amount of further damage. Was unable to feel the drill bit from the bottom of the foot and opted to leave it to avoid further damage. FDA safety report ID # (B)(4).